Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Exact occurrence date is unknown, however the reporter stated it happened early (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set had its tubing break apart. The tubing broke apart approximately three inches above the second y-site and below the roller clamp. This occurred after the tubing was removed from the infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available